Event description:
All attempts to the reporter for additional information have been unsuccessful to date. The explanted vns generator and lead were discarded by the hospital. A manufacturer's implant card was received which documented that vns diagnostics were within normal limits with the new vns lead and generator.

Event description:
Reporter indicated a patient was to have vns lead and generator replacement surgery performed due to vomiting. The patient had been previously experiencing nausea, coughing, and neck pain since (B)(6) 2012. It was unknown if the events were occurring with vns stimulation, but when vns diagnostics were attempted the patient had severe coughing, so the test was unable to be completed. The vns was disabled and the patient's symptoms improved. The patient did have an increase in seizures as a result of the vns being disabled per the reporter. The patient later had vns lead and generator replacement surgery performed on (B)(6) 2012. No x-rays were performed prior to the surgery. It is not known if vns diagnostics were performed prior to the surgery. Attempts for further information and return of the explanted generator and lead are in progress.